Manufacturer narrative:
Concomitant medical devices: dtba1q1 ICD, implanted (B)(6) 2016; 429888 lead, implanted (B)(6) 2016.

Event description:
It was reported the same day as implant that the patient's right atrial (ra) lead dislodged. The physician elected to remove the ra lead and not replace it. It was also reported the patient was in atrial flutter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.